Manufacturer narrative:
Event date: the peritonitis events occurred "since started pd treatment for more than 1 year". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced multiple breaches in aseptic technique which resulted in ¿3-4 episodes of peritonitis¿. The breaches in aseptic technique were further described as improper operations. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with unspecified intraperitoneal and infused drugs for treatment (no further details). Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide follow up.